Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was diagnosed with peritonitis two days after hospitalization for an unrelated indication. On the same day as the onset, the patient was treated with vancomycin (2grams 3 doses, intraperitoneal, frequency was not reported) for peritonitis. Three days after the onset, the patient was discharged from the hospital. Eleven days after the onset, antibiotic treatment was discontinued and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.